Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders were not crossing the station. A technical support specialist confirmed that the customer had resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system formulary was not loaded and not showing orders on stations. The customer reported that users were unable to remove heparin medications from the station. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.